Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the bocx clamps do not fix the cvc properly was not confirmed. Returned was an opened, but unused kit containing a catheter and a catheter clamp. The catheter and box clamp appeared typical. The od of the catheter body extrusion measured 0.115" using ring gauges. This met specification per catheter graphic. The ID of the clamp could not be measured since the clamp material is pliable and it had been used on a patient. The largest pin gauge that would pass through the clamp assembly without resistance was 0.093". This indicates that the clamp would securely hold a catheter that has an od of 0.115". The clamp and clamp fastener were assembled onto the catheter body at the 10cm mark. The catheter was tugged from either side and remained secure in the clamp. Per the report, the customer did not use the juncture hub as the primary suture site per the instruction booklet. The device history records were reviewed with no findings relevant to this complaint. A risk evaluation was completed for this complaint issue. Based on the information reported, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the box clamps do not fix the cvc properly. Due to this the cvc, slips out of the patient. The sales rep confirmed that the cvc's were fixed with a suture at the box clamp not at the junction hub. A request for additional information has been sent.